Event description:
It was reported that there was an insulation breech near the pace/sense pin junction to the right ventricular (rv) lead body. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-52 crdm non-defib lead implanted: 2007 (B)(4). (B)(6).